Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated troponin (accutni) results above the ami cutoff generated by unicel dxc 600i access 2 immunoassay system for two patients. Subsequent testing produced lower results within the normal reference range for both patients. The patients were admitted to the hospital for observation due to the erroneous results.

Manufacturer narrative:
The sample was collected in a 12 x 75 mm bd lithium heparin plasma tube with a gel separator. The sample was analyzed from the primary tube and was a full draw with no visual sign of fibrin. Qc is performed every 12 hours, and was within the established ranges. A routine system check was performed on (B)(6) 2010 and the results met the specifications. A bci field service engineer (fse) was on site on (B)(6) 2010. The fse discovered bubbles in the wash pump, and replaced some hardware components including the wash pump seals. The fse primed the system and performed a high sensitivity system check. No issue was noted. The fse then noticed an air slug forming in the wash pump, and replaced the wash valve rotor and the precision pump stator. The fse performed a routine system check and a precision test. All testing met the specifications. Although hardware issues were addressed, a definitive root cause for this event has not been determined.